Event description:
It was reported that removal difficulty occurred with the stent delivery system and guidewire. An enroute tc stent system 10mm x 30mm was selected for use with an enroute 0.014 guidewire. After successful stent deployment, when removing the stent delivery system, the guidewire came back and was stuck with the delivery system. Both the delivery system and the guidewire were removed together as a unit. No patient complications were reported.